Event description:
Reporter indicated that a vns handheld dell x50 computer was corrupted when a flashcard transfer was attempted from a dell x5 vns computer. The corrupted handheld dell x50 computer and flashcard have been requested for return.